Manufacturer narrative:
(B)(4). The covidien service engineer inspected the device and verified the malfunction. The se replaced the breath delivery (bd) printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, when turned on a 980 ventilator generated a loss of communication diagnostic message. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.